Manufacturer narrative:
Recall - 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. The issue began after undergoing gastric surgery and the loss of 60-70 lbs. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified the patient's ipg was replaced with a new one.